Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke at the beginning of the procedure. The customer stated that no part of the instrument fell into the patient. The instrument had broken during the task of dissection. The instrument had not collided with any other instrument. No additional procedures or x-rays were performed. The procedure was completed with a back-up harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The picture shows a broken curved blade.